Event description:
Reddened area noted on right thigh after bovie pad was removed. Also noted small area where skin was removed. The physician was notifed. Per the nurse, there was no malfunction or equipment issue.